Event description:
It was reported that during implant, no lv pacing was observed. The lead tested normal via an analyzer. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of loss of capture was confirmed via review of printouts. A review of the pacing lead impedance (pli) data trend confirmed the high measurements in vivo. The device was tested on the bench. No anomalies were detected. The cause of the reported capture anomaly could not be determined.